Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead threshold was also noted to be trending upwards. Oversensing was also noted on the ra lead. The ra and rv leads remain in use. The patient experienced dyspnea. No further patient complications have been reported as a result of this event.